Event description:
Allegedly, locking guide would not engage to medial/proximal hole on plate. Issue was resolved using non-locking screws because locking guide wouldn't engage. Surgery time was not extended greater than 30 minutes.

Manufacturer narrative:
This report is being filed based on the fact that if this incident were to reoccur, there is a possibility of an adverse event happening based on a previously reported incident. See MDR #1043534-2014-00174 and 1043534-2014-00174 for the original incident.